Event description:
This is a spontaneous case report received from a physician, who is the patient, via regulatory authority (case# (B)(4)) in united states on (B)(4) 2014. She had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Patient reported many infections, ultrasounds due to constant pain in right side, change of bowel movements, dizziness, and nausea constantly. Ultrasounds were done. She presented infection after surgery, pain immediately followed up. Patient assessed the case as other serious (important medical events); however did not specify it. Ptc investigation result was received on 19-nov-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded an unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced constant pain in right side. This event was considered serious due to a possible surgical intervention related to essure and listed according to essure´s reference safety information. Pain, cramping and vaginal bleeding may occur during and following the micro-insert placement procedure. In this case, although the date of insertion was provided, the onset date of events was not reported. Considering that this case has limited information and considering that the reporter is a physician, worst case scenario was assumed. It was interpreted that this unspecified surgery was performed to remove essure and therefore related to essure. Due to this interpreted essure-related surgery, this case was regarded as incident. Additional non-serious events were reported. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up will be pursued since no contact information was provided.